Event description:
It was reported that they had recently changed the cassette in response to a recurring line-block alarm, and multiple such alarms were visible in the system. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.